Event description:
Philips received a complaint by the customer on the v60 indicating an "exhalation port sensor malfunction." The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report an "exhalation port sensor malfunction." No error codes/error messages were encountered by the user. The customer attempted a flow calibration, which failed. This investigation is ongoing. Based on the information provided, the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly.